Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported, during refractive treatment the laser stopped for a lost borderline "too small" pupil. They were unable to complete the final four seconds of the treatment as the patient developed edema and they elected to replace the flap and bring the patient back to complete treatment.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Based on the provided information a root cause of the treatment interruption cannot be determined. The allowed pupil diameter is 2.0 - 8 mm. In case the pupils is outside of this range, the message ¿pupil not detected¿ is displayed. Interrupted treatments can be found under ¿aborted¿ treatments and easily be finished. The manufacturer internal reference number is: (B)(4).